Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a non-st-elevation myocardial infarction and heart block. A 4.0x18mm xience sierra stent was implanted on (B)(6) 2020. On (B)(6) 2020, the patient was readmitted with cardiovascular symptoms. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.